Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as excessive no delivery alarms. Customer's blood glucose level at the time 120mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery. No excessive no delivery alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and scratched reservoir tube window.